Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 at 7:00pm the patient's blood glucose level was 71 mg/dl. He was at work and collapsed; he hit his head and was taken to the hospital by ambulance. The patient received glucose and he had stitches in his head. He was released from the hospital at 10:00pm. The patient's doctor thinks the infusion device delivers too much insulin. On the date of the incident the patient had a blood glucose level of 80 mg/dl before lunch. At 6:15pm he programed a bolus. He stated that this was not the first time this had happened. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.